Manufacturer narrative:
Patient information was not provided. Device has not been returned to sorin group (B)(4). The heater/cooler 16-02-80 is not distributed in the USA, but it is similar to heater/cooler 16-02-85, which is distributed in the USA ((B)(4)). Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that, during a procedure, the sorin heater-cooler system 3t displayed an error message. The display switched off completely 30 minutes after displaying the error message, and the device ceased to function. Because of the failure the patient could not be given cardioplegia. The patient status is unknown at this time. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that, during a procedure, the sorin heater-cooler system 3t displayed an error message. The display switched off completely 30 minutes after displaying the error message, and the device ceased to function. Because of the failure the patient could not be given cardioplegia.